Manufacturer narrative:
Continuation of d10: product ID evolutpro-26-us; product lot/serial number (B)(6); product type: heart valves; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(6), upon deployment under fluoroscopy the valve dislodged into the ascending aorta. A second valve (B)(6) was successfully implanted. No additional adverse patient effects were reported. Additional information was received that approximately 7 years following the valve implant, severe central regurgitation was observed and the patient was hospitalized. The following day, transesophageal echocardiogram (tee) revealed a leaflet tear of the non-coronary cusp (ncc). A non-medtronic guidewire was used and a pre-implant balloon dilation was performed with an 18 millimeter (mm) non-medtronic balloon (true dilatation) with the evolut valve. Subsequently a 23 millimeter (mm) non-medtronic valve was implanted. An annular rupture was noted that self sealed. Two days later, the patient required a pacemaker which was implanted and the patient was doing well.